Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation, chelmsford for evaluation. The customer's report was observed and attributed to multiple damaged components on monitor board. The monitor board was repalced to resolve the report. The device was recertified and returned to the customer. The monitor board was unrepairable and was scrapped after evalaution. Analysis of reports of this type has not identified an increase in trend.